Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding their implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported no communication with patient programmer (pp), no coupling bars with recharger, and clinician programmer read ins good. Patient experienced poor communication screen with and without antenna connected, ins was superficial. Recharger ¿ al was between 40-46- but also when not directly over ins. They got zero coupling bars -recharge stats documented. Patient indicated after a back surgery but then corrected himself and said no back surgeries this year. Rep indicated issues the end of april. It was noted patient fell on may-2nd when sitting down ¿hard¿, patient went to hospital. It was documented patient was redirected to repair for pp and recharger replacement. Rep was willing to meet with patient again if issue continued, they performed a recharger prm to reset ins as a preventative, no changed occurred afterward. The clinician programmer read ins and was currently off at 3.72v. Additional note from rep indicated rep could communicate with ins using clinician programmer, recharge stats was documented and attached. Patient had no communication between ins with pp with or without functioning programmer, recharger also had zero coupling bars and directly over the ins. Patient fall on may-02 when sitting down and went to hospital. It was noted poor coupling at the end of april. A replacement pp and recharger would be sent, no coupling with recharger. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. When asked the cause of patient¿s fall on (B)(6) when sitting down hard, rep stated patient misjudged chair height and the issue had been resolved. No further complication and no symptoms were reported.